Event description:
It was reported that the device¿s home screen background appeared gray as if being pressed, while touch responsiveness remained normal; the user attributed the appearance to the installed screen protector, and no device damage was observed. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no interruption to therapy. Investigation included a review of device performance and user feedback. Investigation of this case revealed no device malfunction and a probable visual display effect related to an accessory screen protector. It was concluded that the device functioned as intended and that no further action was required at this time.